Event description:
It was reported by a non-medical professional that the patient underwent a procedure for anterior cervical fusion at c5-c6 using rhbmp-2/acs and an interbody device. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with pre-op diagnosis of cervical spondylosis and stenosis at c5-6 with right arm radiculopathy and neck pain . The patient underwent following procedures: anterior cervical decompressive discectomy , c5-6 , with foraminotomy. Anterior cervical interbody fusion , c5-6. Placement of interbody fusion cage , c5-6. Use of rhbmp-2 . Anterior spinal plate fixation /instrumentation , c5-6 . Per op-notes, "... Endplates of c5 and c6 were decorticated, and then the intervertebral disk space was trialed for a interbody device. A 6 mm tall interbody device was felt to be the appropriate size. Therefore, a 6 mm interbody cage was chosen. Bone morphogenetic protein was reconstituted and allowed to cure in collagen sponges for 15 minutes. Then 2/3 of a sponge from an extra, extra small bone morphogenetic protein kit was then placed inside of the cage, and the cage was tamped into place. The cage was found have excellent purchase between c5 and c6 once the distraction was taken off. Thus completed the anterior cervical interbody fusion and cage placement at c5-c6. .. Anterior spinal plate fixation was accomplished utilizing a 23.5 mm plate. This was attached to the cervical spine utilizing four 13 mm screws. All screws were found have excellent purchase and were locked to the plate. .."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.